Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that upon inspection there was no blood present in the iabp. The fse completed the condensation removal per manufacturer specification. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, and cleared for clinical use.

Event description:
The customer stated the intra-aortic balloon pump (iabp) alarmed blood back detected, although there was no visible blood present. The iabp was swapped with another to continue therapy. There was no adverse event reported in regards to this event.